Event description:
It was reported to philips that the battery does not work. It is unknown if the device had patient involvement at the time the issue was discovered; however, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number - (B)(6) reporter phone number - (B)(6)

Manufacturer narrative:
Insufficient information is available to determine the device evaluation and resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.